Event description:
On (B)(6) 2014, this patient underwent endovascular repair for an abdominal aortic aneurysm measuring 48mm in diameter and was implanted with gore® excluder® aaa endoprosthesis featuring c3® delivery. The patient tolerated the procedure. On (B)(6) 2014, the patient underwent reintervention for the distal type I endoleak and an additional endograft was placed. The patient tolerated the procedure.

Manufacturer narrative:
Review of the manufacturing records for the device is being conducted. Concomitant medical products: rlt311417/12545225, pxc121400/12281559, pxc121400/12281557. (B)(4).

Manufacturer narrative:
Review of the manufacturing records for the device verified the lot met all pre-release specifications.

Event description:
On (B)(6) 2014, this patient underwent endovascular repair for an abdominal aortic aneurysm (aaa) measuring 48mm in diameter, and a persistent left common iliac artery aneurysm measuring 34mm in diameter. Prior to treating the aaa, spiral-embolisation of the left and right internal iliac arteries was performed due to two common iliac artery aneurysms the patient had previously been treated for with a different manufactures devices. The gore excluder aaa endoprostheses featuring c3 delivery were then implanted to re-line the devices implanted from the original repair. The patient tolerated the procedure. On (B)(6) 2014, it was reported that the patient had a distal type I endoleak on the left side. On (B)(6)2014, the patient underwent reintervention for the distal type I endoleak and an additional endograft was placed in the left common iliac artery.